Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by abdominal pain and cloudy effluent. The cause was unknown. The patient was hospitalized for symptom manifestation and was diagnosed with peritonitis one day later. The patient was treated with amikacin injection (125mg, intraperitoneal and frequency was not reported), fortum injection ( 1 gram, intraperitoneal and frequency was not reported) and injection fluconazole (100ml intravenously) for fungal peritonitis. On an unreported date, the patient's catheter was removed, pd therapy was stopped and the patient was switched to hemodialysis. At the time of this report, the patient was recovered from the event and was discharged from the hospital. No additional information is available.